Manufacturer narrative:
One vial of test strip lot 417474-12 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Results: 2.5 inr, 2.8 inr, and 2.5 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation: lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using an unknown method. The laboratory result was 3.2 inr and the meter result was 4.1 inr. On (B)(6) 2020, the laboratory result was 3.2 inr and the meter result was 4.1 inr. The therapeutic range: was 2.5-3.5.